Event description:
Boston scientific received information that during a routine follow-up, this device and right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements that was now greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the available information and confirmed that while out of range, the pacing impedance measurements are still increasing. It was indicated the patient was not pacemaker dependent. At the next follow-up, the impedance measurements were below 2,000 ohms and capture was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.